Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. A direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists driveline infection, cardiac arrhythmia, stroke, bleeding, and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Infection and arrhythmia are listed in this section as potential late postimplant complications. The heartmate 3 patient handbook, rev. D, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, the patient's mother performed a system controller exchange without clearing it with the ventricular assist device (vad) team first. The next morning, the alarms had already cleared. It appeared that the alarm was due to a backup battery fault. Ventricular assist device (vad) numbers were stable at the time and appeared to be running appropriately. Device interrogation showed a replace backup battery alarm. Log files captured the system controller exchange, but the clock was not synced resulting in the default date/time (B)(6) 2000. The last couple lines of data showed that the clock was synced. Nothing unusual was noted after the exchange. The alarm resolved post exchange. The patient endorsed chills and overall felling poorly. The patient was admitted on (B)(6) 2024 for breakthrough sepsis related to chronic driveline infection. The patient's course was complicated by chronic serratia driveline infection with two recent hospitalizations for fever, presenting with recurrent fever to 102 degrees, tachycardia, and tachypnea. The patient presented to the hospital in the setting of 3 to 4 days of increased fever, chills and brown drainage from their driveline. The patient was treated for sepsis breakthrough with vancomycin and meropenem. On (B)(6) 2024, the patient was increasingly confused, hypotensive, stood up and urinated on the floor. A stroke alert was called for altered mental status. A computed tomography (CT) scan demonstrated a left frontal and parietal subarachnoid hemorrhage without obvious vascular abnormalities. Later in the morning, the patient started posturing in bilateral upper extremities on neurologic exam. Expansion of intraparenchymal hemorrhage (iph) was suspected and a computed tomography head (cth) was ordered. The patient was intubated with propofol and rocuronium for airway protection. Then, medical team proceeded to roll to CT scanner. The scan demonstrated interval increase in the previous left frontal iph, with intraventricular extension and blood in both the 3rd and 4th ventricles with midline shift. Repeat coagulation studies were obtained with international normalized ratio (inr) of 2.2 and partial thromboplastin time (ptt) of 40.8. An extensive goals of care discussion took place with the patient's mother at bedside and the decision was made to withdraw life support due to poor prognosis. The patient passed away on (B)(6) 2024 due to hemorrhagic stroke and chronic infection. Previous driveline infection was reported under manufacturer report number 2916596-2023-06927, 2916596-2023-06926, and 2916596-2023-00298.